Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir and high blood glucose. Customer's blood glucose level was 539 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised they notice their blood glucose was high and they realized air bubbles inside the reservoir. Customer advised the air bubbles were both big and small. Customer delivered a fixed prime until the air bubbles were no longer visible. Customer was advised to change out their infusion set, tap the reservoir to gather the small air bubbles into a larger one and push the air back into the insulin vial. Customer was advised that a replacement infusion set and reservoir would be sent out and they agreed to return the products for further analysis.